Event description:
It was reported that during a coronary stenting treatment procedure the stent moved on the balloon. During preparation of the 3.0 x 38mm ion mr stent delivery system the stent was noted to have moved half way off the balloon. The procedure was completed with another 3.0 x 38mm ion mr stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the stent was received on the sds 20 cm distally from the guidewire exit notch. The struts were bunched up on the proximal end and stretched on the distal end of the stent. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. Magnified inspection revealed the inner shaft was stretched and buckled adjacent to the proximal end of stent. There was a complete inner and outer shaft separation 22 cm from the edge of the strain relief, the distal end (including balloon, markerbands, tip) was not returned for analysis. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The reported stent was moved on balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. During preparation of the 3.0 x 38mm ion mr stent delivery system the stent was noted to have moved half way off the balloon. The procedure was completed with another 3.0 x 38mm ion mr stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).